Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient had low flows. The interrogation showed power cable disconnects, low voltage, no external power and pump off events. The patient was on batteries when it happened and the patient stated that they put in new batteries. The pump stops were duplicated when the patient went from sitting to laying down. The pump stops on (B)(6) 2020 appeared to have something dragging the current down on the 14v batteries stopping the pump. It did not appear to be controller related. There was believed to be a short to shield that occurred when the patient was leaning forward. The x-ray images showed a few spots internal where the shielding was thin but cannot guarantee that this was causing the issue. On (B)(6) 2020 21.5" of the external percutaneous lead was replaced. Although the driveline was repaired the patient is still having pump off events, which indicated that the driveline damage is likely internal. The controller is reported under MFR 2916596-2020-05582.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that would have contributed to the reported pump stop events. Although a specific cause could not be conclusively determined during this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. A distal-end driveline replacement was performed on (B)(6) 2020 and approximately 19.5¿ of the external portion/distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. The silicone jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the driveline wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The returned portion of the driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. The account reported that the pump stops were able to be reproduced following the driveline repair when having the patient sit up while on a grounded cable. Multiple attempts were made to obtain additional information regarding the reported events and patient¿s status; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26may2016. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.